Event description:
The customer complained that vitros complement c3 (c3) and complement c4 (c4) results were reported from a vitros 5,1 fs as mg/l, which were different from the unit of measure for the same c3 and c4 results displayed at the customer¿s lis (mg/dl). Therefore, the vitros c3 and vitros c4 results for two patients were 10 times higher than expected due to the discrepancy in the unit of measure on the vitros (mg/l) versus the lis (mg/dl). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The results were reported out of the laboratory. It is not known if corrected results were reported to the physician; however, there was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that vitros c3 and c4 results were reported from a vitros 5,1 fs as mg/l, which were different from the unit of measure for the same c3 and c4 results displayed at the customer¿s lis (mg/dl). A definitive assignable cause has not been determined; however, given the information currently provided user error is suspected and the investigation is ongoing. The vitros 5,1 fs chemistry system in the laboratory was unexpectedly configured to report vitros c3 and c4 results as mg/dl, which did not match the unit of measure configuration at the customer¿s lis. Once the vitros 5,1 fs system and the lis were configured in the same units of measure, it was confirmed that the expected c3 and c4 results were obtained. The vitros system performed as configured and no malfunction of the vitros 5,1 fs chemistry system occurred.

Manufacturer narrative:
This supplemental MDR is being filed to provide additional information, updating the assignable cause and conclusion.further investigation determined that a software anomaly occurred on the vitros 5,1 system which unexpectedly changed the units of measure for all vitros assays to the default unit of measure (conventional). Due to unexpected unit change caused by the software anomaly, the user manually updated all assay reporting units, including c3 and c4, from the conventional units (mg/dl) to international units (mg/l). However, the expected unit of measure for the vitros c3 and vitros c4 assays at this laboratory is the conventional unit (mg/dl) which means the vitros c3 and c4 assays were not affected by the software anomaly. Therefore, the c3 and c4 units were changed to international units (mg/l) by the user in error. The assignable cause of this event is a combination of a software anomaly and user error associated with incorrectly updating the vitros c3 and vitros c4 units of measure to international units (mg/l). (B)(6). (B)(4).

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).